Event description:
Dornier thulio performance fiber. The laser fiber broke on two points. The first one was at the connection (picture for reference only, not real lot number and not the real laser fiber used). The second one was the fiber itself broke (picture was the fiber sequestered when it happened and true lot number.) Patient code: 4582. Device code: 1069. Reference report mw5181026.